Event description:
It was reported that device doesn't recognize battery. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed that no cases were broken. Customer's reported issue was duplicated during power-up process. The root cause of the reported issues was determined to have been caused by a defective battery. Battery was less than 3 years old. Actions taken to mitigate the reported issue: replaced battery and performed power-up process which passed.